Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records were conducted by the MFR. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
A peritoneal analysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set from the cycler, moisture was found inside the cassette compartment. There was a pinhole found on the cassette part of the tubing set. Patient had no ill effects. Sample is not available.